Event description:
A customer reported that the top button of their device did not always register presses. There was no reported impact to the customer's blood glucose level. The customer declined additional troubleshooting, and the issue was documented and the case was closed by technical support with no further action taken.